Manufacturer narrative:
Device evaluation of monitor sn: (B)(4) has been completed. The reported problem (cannot complete incoming functionality testing) was confirmed. As received, the monitor failed incoming pulse testing with associated code 203 - pulse test fault. Upon evaluation, the q3 transistor was shorted on the computer/analog board. The cause of the pulse test fault and inability to complete testing is the shorted transistor. The root cause of the shorted transistor cannot be positively identified. No adverse event resulted from shorted transistor.

Event description:
A zoll distributor returned a monitor indicating that it could not complete incoming functionality testing.